Event description:
It was reported that (1) device was used during a esophagectomy. It was reported by the affiliate that the tim20 clip cartridge was loaded correctly but the clips were not firing or forming. The clips were released sideways with no distal tip closure. There was no consequence to the pt.